Event description:
The facility's biomed reproted an infusion pump with a 550 failure code that was found during biomed testing. The biomed stated that there have been no reports of any pt incident involving this pump since the last baxter service event.